Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify beeping or vibrating alarm due to blank display anomaly. The pump was received with a minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed blank display. The customer's blood glucose reading was 400 mg/dl at the time of the call. The customer treated for the high blood glucose with a syringe. The customer stated there is water under the lcd screen, form water exposure. The pump would not turn on and would vibrate without an alarm or alert. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.